Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device battery pins for the b battery required replacement. There was no patient involvement reported.

Event description:
It was reported to philips that the device battery pins for the b battery required replacement. There was no patient involvement reported. One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. J1 pins 7 and 8 were found broken.